Manufacturer narrative:
Actual device was not returned for evaluation. However, operative notes were provided and review by clinical representative. Based on the review of the medical notes a conclusive root cause cannot be determined. However, appears that this approach was an off-label use of the device and the reported premature device deployment could be secondary to the procedure; as the competitor's extension device was placed first and the bifurcated was advanced through the deployed extension. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The lot usage history shows that no other units from this lot have been involved in similar event.

Event description:
It was reported that during the implantation of a bifurcated device, the device partially deployed in an unintended location and was then explanted. Reportedly, while transferring the bifurcated stent graft a wire wrap of the contralateral limb wire was noticed. The physician resolved the wire wrap with minimal manipulation, but while doing so the first two stent segments of the bifurcated stent graft were exposed and had started to deploy prematurely. The main body of the bifurcated was deployed at the native bifurcation with both the constrained limbs on the ipsilateral side. The physician chose to explant the device and sewed in a dacron graft. The pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.